Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for routine follow-up. The pulse generator was unable to be interrogated. It was noted that the device had reached elective replacement indicator. No intervention or patient symptoms were reported.

Event description:
New information indicated that the device was explanted and replaced on (B)(6) 2016. The patient was stable.

Manufacturer narrative:
Final analysis found the device could not be interrogated when it was received. After replacing the battery and downloading product code, the device regained communication with programmer but would lose telemetry when voltage dropped below 2.26 v. Combo ic u2 was causing the interrogation anomaly when voltage was at or near eri level.